Manufacturer narrative:
(B)(4).

Event description:
It was reported the line is broken below the lumen hub. The catheter was placed on (B)(6) 2016 and was in place for 16 days. They discovered the lumen broke below the hub on (B)(6) 2016. They were using heparin 10 units/ml. No pressure injection was done using this catheter.

Manufacturer narrative:
(B)(4) device evaluation: the report that the lumen broke below the hub was confirmed. One arrow 4 fr x 50 cm catheter, with the body cut off 198 mm below the juncture hub, was returned. The customer also provided a photograph showing a partially torn extension line at the base of a white luer hub. Microscopic examination found that the extension line extrusion was partially torn at the base of the proximal luer hub. A device history record review was performed and did not reveal any manufacturing related issues. Since it was reported that the break occurred 16 days after catheter insertion, operational context caused or contributed to this event. No further action will be taken